Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered two ¿lunch usual¿ meal announcements about 30 minutes apart, did not eat after the first announcement, and ate after the second, after which glucose remained stable; the system alerted for a low and the user treated with two scoops of sugar, with the lowest glucose noted as 63 mg/dl on cgm and 76 mg/dl by fingerstick. Symptoms included no reported complaints. Outcomes included no prolonged out-of-range glucose, no need for outside assistance, and no medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education on proper meal announcement use. Investigation of this case revealed user error related to meal announcement workflow, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding or incorrect operation.